Event description:
Technician said the intelidrive would run backwards when pushed forward. He said nobody was hurt.

Manufacturer narrative:
Technician replaced the strain gauge to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.